Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments and analyzed. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant medical products: kdr701 implantable pulse generator (ipg): (B)(6) 2001. (B)(4).

Event description:
The right atrial (ra) lead was returned to the manufacturer, analyzed, and tested out of specification. Additional information was subsequently received that the lead was replaced due to a fracture. No patient complications have been reported as a result of this event.